Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number:no further information is available. Device return status: no further information will be provided. Trade name - irgacare® active ingredient(s) triclosan dosage form ¿ suture/solid/parenteral strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6)2022 and the suture was used. During suture, after fixation of the fixation tab, the fixation tab was broken during continuous suturing. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 08/23/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. During visual inspection of the returned sample of product, marks were observed on the body of the needle by a surgical instrument. The suture was examined; damage on the nucleus was observed and the two sides were broken. In addition, body fluids were found along the strand. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m